Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation.¿ images were not provided. Medical records were provided and reviewed. Approximately after ten years and four months, the patient experienced abdominal and back pain. CT-abdomen/pelvis demonstrated filter cephalad aspect overlie the l2 pedicle and 2cm below the right renal vein orifice and filter struts extends outside the ivc into the soft tissues, vertebral cortex and body. Subsequent, CT-abdomen/pelvis demonstrated struts detached where struts positioned within the right lower psoas muscle at s1 level, one strut had penetrated the l3 body and one in the posterior wall of the transverse duodenum. Therefore, the investigation is confirmed for perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and four months post filter deployment, computed tomography (CT) revealed that the cephalad tip of the inferior vena cava filter was located 2 cm below the right renal vein orifice. The struts of the inferior aspect of this stent appeared to extend outside of the inferior vena cava. There was a strut that protruded into the posterior aspect of the inferior vena cava and there was a strut extended through the cortex and into the vertebral body. No findings of associated hemorrhage or other acute abnormalities associated with the inferior vena cava filter positioning. Approximately eight months later, computed tomography (CT) revealed that there was a simon nitinol inferior vena cava filter in place with a posteromedial strut extended into the l4 vertebral body. A prong from the inferior vena cava filter extended through the inferior vena cava wall and was embedded in the anterior superior corner of the l3 vertebral body. A second detached prong was embedded in the right psoas muscle at the l5-s1 level. There was a radiopaque region along the right psoas muscle measured 2.6 cm likely represented a fractured and embolized limb or the inferior vena cava filter. Approximately one month later, computed tomography (CT) revealed that one of the previously noted penetrated struts of the infrarenal inferior vena cava filter appeared to have broken off and had migrated distally and positioned within the substance of the right lower psoas muscle at the s1 level. Other struts again penetrated through the wall of the inferior vena cava as described with one embedded in the l3 body and one contiguous with the posterior wall of the transverse duodenum. Subsequently four months later, computed tomography (CT) revealed that the inferior vena cava filter was stable in position with several prongs extended outside the inferior vena cava included a prolonged extend to the l2-l3 disc space and l3 superior endplate. Linear metallic density also seen within the right psoas muscle and within the right femoral vein. Stable broken inferior vena cava filter with stable positioning of the inferior vena cava filter fragments, most notably within the superior endplate and disc space at l3 as well as the right psoas muscle and right femoral vein. The patient was reported with lower back pain. Approximately eight months later, computed tomography angiogram of chest revealed that there was suboptimal evaluation of the pulmonary arteries due to poor contrast opacification. No main pulmonary artery or large segmental artery of the right upper lobe which could represented a small pulmonary embolus. Small pulmonary emboli within either lung lobes was also not excluded. Approximately forty eight days later, computed tomography angiogram of chest revealed that there was no filling defects within the pulmonary arteries to suggest pulmonary emboli. Several bilateral tiny pulmonary nodules measured up to 3 mm were again identified, unchanged. Patient was reported with the history of abdominal pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.